Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage, adverse reaction to metal debris and elevated metal ion levels. Patient's legal counsel further reported that tissue reaction with black necrotic material was noted during the revision procedure. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient¿s right hip revision operative report noted patient underwent a revision on (B)(6) 2012 due to grinding and snapping in the hip. Operative report noted the presence of necrotic tissue and inflammatory tissue and the head/taper was cold-welded to the stem and could not be removed. An irrigation and debridement procedure was performed. No components were removed. Operative report further noted patient underwent an additional revision on (B)(6) 2012 where the presence of serosanguineous fluid in the tissue with no purulence was noted. The head and taper adapter were removed and replaced. The stem and acetabular cup were noted to be well fixed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07415 & 2015-00593).